Event description:
Pt was being fed a solution of enteral formula and water. Approximately 400 ml of the solution were hung, and the pump was set to deliver 300 ml/hr. An unk amount (presumably none) was delivered over 3 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.